Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the customer had reported a cutie pocket e4 on drawer 3, sub-drawer 1, with a failure not detected on bus a. The field service engineer (fse) was unable to identify the pocket failure upon arrival, as no failure was present. The fse did not find any issues and proceeded to remove all the pockets. After removal, the device was tested successfully, and no further investigation was required. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the auxiliary drawer 3.1 failed and was not detected on the bus. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.